Manufacturer narrative:
The manufacturer previously reported an allegation that a ventilator's touchscreen was frozen. A follow report was sent to the FDA on 06/02/2021 that failed to include the manufacturer's findings. The coding was included in the report. The device was returned to the manufacturer for evaluation, and the customer's complaint could not be duplicated. No malfunction of the touchscreen was observed.

Event description:
The manufacturer received information alleging a ventilator's touchscreen was frozen. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.